Event description:
Customer reportedly received results of 74 mg/dl, 130 mg/dl, and 167 mg/dl within 10 minutes on the compact plus system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.